Event description:
(B)(6) 2015 - additional information was received from a healthcare provider (hcp) indicated the flipped pump was what led to the pump being empty.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (500mcg/ml, 80/d) via an implantable infusion pump. Indications for use included cerebral palsy (cp) with spastic paraplegia, intractable spasticity. The patient¿s diagnosis was cerebellar ataxia in diseases classified elsewhere, and spasm. The patient was prescribed physical therapy, oral baclofen 10mg tid, and carvedilol 25mg bid. Other medications the patient was on included: trivita nerve formula, trivita prostate health, trivita vision guard, amlodipine, ferrous sulfate, lisinopril, verapamil. On (B)(6) 2015, two different hcp¿s were unable to refill the patient¿s pump; they could not locate the center port, and all they could feel was metal. The patient was brought to fluoroscopy, but it was still difficult to tell if the pump was flipped. After that, the second hcp was ableto flip the pump back and refill successfully with 20cc/500mcg baclofen on (B)(6) 2015. It was also noted that the pump was refilled using fluoro-guidance. Intervention was performed of manually flipping the pump back when confirmed by radiography. It was also noted that the pump had been empty. There were no reported symptoms; the patient was not showing any signs of baclofen withdrawal, and reported good control and satisfactory spasm relief with oral baclofen. The patient first started experiencing the pump flipping in (B)(6) 2015. The cause of the pump flipping was not determined. The patient no longer wanted the intrathecal baclofen (itb) therapy, and wanted the pump removed. The pump rate was reduced by 25% to 60mcg/day in anticipation of its removal. Continued titration was recommended by the hcp until minimal rate had been obtained to prevent withdrawal symptoms. The cause of the empty pump was not reported. Further follow-up is being conducted to obtain this information